Manufacturer narrative:
Results: the cat6 was kinked approximately 97.5 cm from the hub. The cat6 was ovalized approximately 133.5 thru 135.5 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed that the catheter was kinked and revealed ovalization on the distal end. It was reported that an incorrect non-penumbra sheath was used during the procedure. If an incorrect sheath is used during insertion, resistance may be experienced during advancement and damage such as ovalizations may occur. If the cat6 is forcefully advanced against resistance, damage such as a kink may occur. The non-penumbra sheath likely contributed to the reported resistance experienced during insertion. During the functional test, resistance was encountered while attempting to advance the returned cat6 through a demonstration cat8 and the cat6 could not be advanced any further. The second cat 6 and non-penumbra sheath identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01618.

Event description:
The patient was undergoing a thrombectomy the popliteal artery and superficial femoral artery (sfa) using an indigo system cat6 aspiration catheter (cat6). During the procedure, while attempting to make an initial pass using the cat6 with a non-penumbra sheath, approximately one third to the distal end of the cat6 kinked and, therefore, it was removed. The physician then experienced resistance while attempting to insert a new cat6 through the same sheath. Consequently, the distal tip of the cat6 kinked and, therefore, it was removed. It was reported that the distal tip of the second cat6 became kinked due to the incorrect sheath that was used. The procedure was then completed using a new cat6 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.